Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer. Updated fields: b2, b5, h6. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
Olympus further received information that the patient received IV treatment at another hospital, and the melena stopped. The subject device was not inspected prior to use. The setting mode and output value were: pulse cut first effect (1) 10w, forced coag effect (3) 30w.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out g2. Additionally, to provide a correction to the initial e1, e2, e3 and to provide an update to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the relationship between the device and the adverse events cannot be confirmed. Furthermore, the subject device was not returned, and a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted, to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Event description:
The customer reported to olympus that during polypectomy procedure using this generator and non-olympus snare, they placed clip on the polyp to stop the blood flow. The procedure was completed as planned. The patient developed melena after returning home. The patient was examined at another facility and no other health damage was confirmed thereafter. It was unknown what examination was performed. There were no reports of further patient or user harm associated with this event.

Manufacturer narrative:
E1 establishment name: (B)(6) medical corporation the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.